Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood and sensor glucose readings were not within an acceptable range. The customer's blood glucose level was 173 mg/dl, his/her sensor glucose reading was 63 mg/dl, and the insulin pump went into threshold suspend. He/she also received a calibration error. The product will return. Nothing further to report.